Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where at the time of removal user experienced aching in the arm, swollen and blue in the insertion site.

Manufacturer narrative:
Pain and skin irritation at removal site are known and anticipated potential adverse events, which do not require additional investigation.the user reported that the pain has been improving and the incision wound has healed. No further resolution was found necessary. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 22.